Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip broke off in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip broke off inside the patient. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.